Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a minor scratched lcd window, an a broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 250 mg/dl. Customer stated that the insulin squirted out during the manual prime. Customer was disconnected during prime. The pump piston continued to move forward after the reservoir contact. Insulin squirted out and then the compromised force sensor system alarm occurred. Customer stated that numbers appeared on the screen but no beeps were heard. Customer stated that leaving prime was not possible. Customer tried with different infusion sets. Customer was asked verbally and in written form to return the pump for analysis.